Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples were jamming. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1600308 was manufactured on 09/19/2016 a total of (B)(4) pieces. Lot was released on 09/23/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample is for this complaint and tc (B)(4). The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample was received with its trigger partially engaged. The sample appears used as there is biological material present on the device. No other defects or anomalies were observed. The stapler was received with 35 staples left in the cartridge. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form but was unable to release from the device. Another attempt was made with the same result. On the next attempt, the staple was able to properly form and release from the device. This was repeated several times with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired and they were all able to release from the device. It could not be determined what prevented the first two staples from releasing. No other issues were found with the device. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "staples fell from stapler" was confirmed based upon the sample received. The returned stapler was able to properly form all remaining staples in the cover block. However, the first two staples were unable to release from the device. It could not be determined what prevented the staples from releasing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The staples were jamming. There was no patient injury.